Event description:
It was reported that the insertable cardiac monitor (icm) captured a potential pause event. Technical services (ts) reviewed and found the undersensing was normal on the s-ECG. The rep reported the patient had a small infection with a scab at the insertion site. The icm was not able to be communicated with by the patient mobile monitor (pmm) or clinic mobile monitor (cmm) and was sent to have an x-ray to locate the device. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was unable to be located in the patient's anatomy. Another insertable cardiac monitor (icm) was implanted successfully. No adverse patient effects were reported.